Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received multiple power source alerts; no further information was obtained for this issue. There was no reported impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.